Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed wire damage that could have contributed to the reported low speed and pump stop events as well as the observed driveline fault alarms captured in the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 11.5¿ of the distal end of driveline (dl), serial number (B)(6), was returned for evaluation. The returned portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No open circuits, wire-to-wire or wire-to-shield electrical shorts were able to be induced during this test; however, the driveline was unable to be significantly manipulated due to the extensive layers of tape at the distal end. The driveline layers were carefully removed to evaluate the underlying wires. Visual inspection revealed that the yellow and green wires were completely fractured at the base of the metal connector. Additional breaches were also observed in the insulation of the black and brown wires at the base of the metal connector. The observed damage appeared to be consistent with wire fatigue from flexing of the driveline in this area and abrasion against the metal braided shield. Visual inspection of the remaining driveline wire portions revealed no evidence of obvious damage to the wire insulations or the underlying conductors. Additional testing of the driveline was performed. The black, brown, red, and orange wires were forcibly tugged on to reveal additional partial or total fractures of the conductors; however, the remaining conductors appeared to be completely intact. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the yellow and green wires would have resulted in the driveline fault alarms observed in the second submitted log file. If the exposed conductors of the yellow, green, black or brown wires made contact with the metal braided shield while the system controller was connected to a tethered power source, such as the power module or mobile power unit, using a grounded patient cable, an electrical short to ground would have resulted in the low speed events captured in the first submitted log file. In addition, if the exposed conductors from the wires of two different phases made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable, a phase-to-phase short would have resulted in the low speed and pump stop events captured in the second submitted log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 3 and 5 of the IFU warns that the patient must always connect to the power module (pm) or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The section also warns not to use batteries to power the system when the patient is sleeping. The section 6 also includes a section on preparing for sleep, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Furthermore, sections 2 and 3 of the patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Incidental findings: superficial damage to the silicone bend relief were noted in the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was noted to have a low speed advisory where pump speed dropped to 3690 rotations per minute (rpm) around 10:30 am. Their mean arterial pressure (map) was uncontrolled at 98 which was baseline for the patient. The patient denied any alarms. The patient was hypervolemic on examination, so torsemide was increased. The log file review confirmed 2 low speed advisories on (B)(6) 2023 at 10:30 am. These issues only appeared to be occurring while the pump was connected to the power module and mobile power unit (mpu). Issues with the driveline were suspected. The external x-ray showed some wear and tear near what appears to possibly be the exit site area of the driveline. It was later reported that the patient had pump stops on interrogation. Those pump stops appeared to be happening while on battery power, indicating a phase-to-phase short. A priority percutaneous lead repair was requested. The driveline repair was performed on (B)(6) 2023. The maximum external length of the driveline was removed, so no further repairs are possible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.